Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4 h6, h11. The device was returned to olympus for inspection and the reported failure occasionally multiple thin black lines in the upper left corner of the image was confirmed and blurred image was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, for the occasionally multiple thin black lines in the upper left corner of the image the most probable cause was traced to component failure and for the blurred image, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1:e1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope displayed several black lines in the upper left corner of the image. The image quality was also intermittently blurry. No patient involvement was reported.